Manufacturer narrative:
The set was not returned for an examination. However, we received similar reports of sets leaking at the distal end of the irrigation line and down scopes. At this time, two (2) primary causes of the issue have been determined:1. Off-label use in that erbe medical llc sets are being used with other manufacturers port connectors (note: per the notes on use for the set's, only erbe accessories (i.e., erbe port connectors), etc. Are to be used with erbe tubing/cap sets.2. A change had been made to the set's connector. Currently sets are now being produced with the previous connector to minimize/eliminate leaking.other contributing causes of leaking at the end of scopes are also being investigated. If any other prominent cause(s) are determined and/or remedies are implemented to resolve leaking, a follow-up MDR will be filed.

Event description:
It was reported that the hybrid co2 tubing/cap sets for olympus® scopes & co2 leaked from the distal end of the scope during an esophagogastroduodenoscopy (egd) when used with an olympus endoscope and processor, erbe port connector part number 20325-211, and possibly bsx orca disposable valves. The summary of the event per the reporter was as follows "endoscopy proceeding under monitored anesthesia care. Sudden desaturation to 50% requiring intervention and positive pressure ventilation due to aspiration of water from esophagus. Faulty erbeflow clevercap hybrid co2 tubing had meant that water was leaking into oesophagus, which was aspirated by patient resulting in the desaturation. Procedure abandoned to facilitate emergency airway management. Patient woken up and weaned off o2 in recovery area, and subsequently discharged after period of observation". This was the second aspiration event reported by the account, but no details were provided regarding the first incident.